Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to lens opacity (anterior subcapsular) and was not replaced.

Manufacturer narrative:
(B)(4) - cataract, induced; (lens explanted). Device evaluated by manufacturer? No. Lens not returned. (B)(4).